Event description:
It was reported that upon remote review of an asymptomatic patient, noise was observed on the right ventricular lead. An inhibition of pacing was noted. Other electrical values were normal. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.